Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a rotator cuff repair surgery two scorpion needle broke. The first needle was used five times, on the sixth time it broke. The tip of the needle was retrieved. A new needle was opened, it was used once and in the second it was used it broke. The tip of the needle was not retrieved. A x-ray was used to make sure it was not in the joint. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery. Update 09-apr-2021: the first broken tip was removed the second was left in place and is remaining in patient. The tip is fixed in soft tissue the surgeon is happy it will not move. An x-ray is not available. Surgeon looked for tip but could not find it. A x-ray was used after the case. As it was embedded in the tissue the surgeon did not want mess up the repair to retrieve it.